Event description:
When half of the 6.5 mm anchor was inserted during the procedure of arcr, the anchor broke. Another 6.5 mm anchor was used and also broke when most of it was inserted. Both broken anchors were removed from the patient. The procedure was completed with another 6.5 mm anchor. The surgeon first used 5.0 mm twinfix pk fts, and then switched to 6.5 mm twinfix pk fts since all prepared 5.0 mm anchors were used. The sites for 5.0 mm anchors were prepped with the tapered awl by screwing it to the razor mark. The 5.0 mm anchors were inserted easily, but their pull-out strength was enough. Then the sites for 6.5 mm anchors were also prepped by the same method. Additional information confirmed the original site was left empty and back up anchor was placed in a new site.

Manufacturer narrative:
The device was returned for evaluation. The anchor was broken at approximately the proximal third and was partially off of the inserter. The anchor could not be measured due to the damage. Although bone quality was not mentioned, the 6.5 mm anchor is not recommended for use in hard bone. There are no additional complaints on file for this lot. Based on the provided information and the isolated nature of the complaint, no root cause related to the manufacture of the device can be established. (B)(4).